Event description:
Revision surgery - due to the shell being misaligned, the patient experienced multiple dislocations. The shell and liner were not djo surgical parts.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 9.5 months of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged and required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination, and was sent to pathology. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fifth complaint for this part number: for due to dislocation. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to the misalignment of the cup. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity.